Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unexpectedly shutting down intermittently. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.